Manufacturer narrative:
H10. Internal reference number: case-(B)(4).

Event description:
It was reported that after a tka surgery had been performed on (B)(6) 2023, it was observed upon reviewing the patient's x-rays, that one (1) lgn ps high flex xlpe sz 7-8 12mm was no longer locked in the tibial tray. To address this, a revision surgery was performed on (B)(6) 2024, during which the lgn ps high flex xlpe sz 7-8 12mm was explanted. The current health status of the patient is unknown.

Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed discoloration, scratches and gouges on the returned device. The dimensional evaluation revealed that the device has damage that appears to be from use. The damage/deformation of several features would not allow for accurate measurement. The dimensional inspection of the returned device did not indicate the product was defective at the time of shipment from the manufacturing site. This device is subjected to multiple visual and dimensional inspection during processing, and this type of damage has a high likelihood of detection during these inspections. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. The clinical/medical investigation concluded that, the adverse event was likely caused partially or wholly by the user of the product based on the insert disassociation within approximately 4 months of implantation, as it is suspected that the insert was inadequately seated/not locked into the tibial baseplate during the primary implantation. However, this cannot be definitively concluded with the limited information provided. The x-ray provided appears to support the complaint showing an anteriorly displaced shadow of the insert. The patient impact beyond the reported revision could not be determined, although pre-revision symptoms and a post-surgical restorative phase would be anticipated. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include user/procedural variance, traumatic injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - clinical code.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the adverse event was likely caused partially or wholly by the user of the product based on the insert disassociation within approximately 4 months of implantation, as it is suspect that the insert was inadequately seated/not locked into the tibial baseplate during the primary implantation. However, this cannot be definitively concluded with the limited information provided. The patient impact beyond the reported revision could not be determined, although pre-revision symptoms and a post-surgical restorative phase would be anticipated. X-ray provided appears to support the complaint showing an anteriorly displaced shadow of the insert. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient condition, postoperative care, size selected or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.